Event description:
Adverse event: undercorrection. An ophthalmic technician reports one pt with an undercorrection following lasik surgery in the right eye. Postoperatively, this pt was correctable to 20/20, however, this pt's manifest refraction was -.75 sphere. The surgeon stated the undercorrection did not indicate any harm or injury to the pt. An enhancement procedure was performed on another laser platform.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).